Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract 2017865-2023-20973.

Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's left ventricular lead revealed diaphragmatic nerve stimulation. Corrective programming changes were made and no further malfunction was observed. No patient consequences were reported.